Event description:
The rptr, an equipment manager for ambulance service, related info given on a meter used by emt personnel while transporting an unidentified pt. Test was 157 mg/dl, and back to back result was 200 mg/dl different. (Could not provide specifics.) The hosp tested pt and got a result midpoint between the 2 (subject meter) readings. No further info was provided for the report. No supplies were available for control solution test. Rptr could not recall who had given the info on the meter. No harm was alleged.